Manufacturer narrative:
(B)(4). Device evaluation summary: an unopened sample of product code pdp371, lot # mdm597 was returned for analysis. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mdm597, and no non-conformances related to the reported complaint condition were identified. Representative sample returned to support investigation of 3 device issues captured in reports 2210968-2019-86340, 2210968-2019-86341 and 2210968-2019-86342. Analysis results have been included in initial reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture would break when the surgeon went to tie it. Another device was used to complete the procedure. There were no adverse patient consequences reported.